Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned they had connected the implanted neurostimulator(ins) to the recharger antenna (rtm) and got recharging on the controller without a quality, but since yesterday morning, the ins had not incremented up at all. Pt said their controller was at 100%, but depleted down pretty quickly to low(over the span of a couple of hours) without the ins incrementing up at all. Pt said they reset controller, but the issue was not resolved. Pt then got a "system problem: cannot continue: call medtronic: rm06." Pt said their ins was low this morning and the controller was at 100%. During the call, the ins was at 30% and the controller was at 90%. Pt inspected the recharger antenna (rtm) cord, plug, and the controller port, but no damage was detected. Pt initiated a recharging session of their ins and got recharging excellent. Pt charged for several minutes at recharging excellent and the ins charge incremented up to 40%. Excellent recharging quality was maintained the entire time. Patient services specialist(pss) suggested the pt continue to charge the ins and call back if the issue persisted. Pt did mention on the call they had gone without therapy since yesterday morning because turning the therapy up would not work at all because the ins charge was too low. Pt said they kept having to add stimulation, but the stimulation was not working.  Pt mentioned they had adaptive stimulation.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.